Event description:
It was reported via repair work order that the bed lost all motor functions due to malfunctioned cpu board and agular sensor . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported